Event description:
It was reported that the patient was sent back to the operating room for a right ventricular (rv) lead revision one day after implant due to rv lead warnings and a capture management change. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.